Event description:
During lesioning mode unit turned off after 10 sec. These caused cancellation of or case. This is second time this occurred. Previously 12/2003 ship out and sent back 1/2004. With company verifying unit functioning. Not in use again until 7/2004. When above occurred once again.